Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g needles were difficult to properly align. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 1237265. It was reported pen needles go onto the pen crooked. Date of event 01/25/2022 = 1 pen needle. Date of event unknown = 15 ? Pen needles from this box.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g needles were difficult to properly align. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550. Batch no: 1237265. It was reported pen needles go onto the pen crooked date of event (B)(6) 2022 = 1 pen needle date of event unknown = 15 ? Pen needles from this box.